Event description:
Type ii endoleak: note on (B)(6) 2023 from (B)(6), associate clinical study manager, stating "the sae report from patient 008 is a type ii endoleak that has not required a reintervention. Not graft device related". Patient outcome - "unknown."

Event description:
Type ii endoleak. Note on 4/18/2023 from (B)(6) , associate clinical study manager, stating "the sae report from patient (B)(6) is a type ii endoleak that has not required a reintervention. Not graft device related". Patient outcome - "unknown."